Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported leak was unable to be confirmed during returned device analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the connection port was not fully connected/tightened and/or the device being connect to was compromised; thus resulting in the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the indeflator device was being used with a balloon and a stent delivery system (sds) during the procedure. The indeflator was not able to maintain correct pressure during use of the balloon or sds and there was a need to continually increase the pressure during inflation. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.